Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare worker reported an intraocular lens (iol) implant and removal. Additional information was provided by the surgeon, who reported that a posterior rent occurred. Later an anterior vitrectomy was performed. The surgeon describes a 4+ mature cataract. The event occurred during the initial use of the lens. The lens was inserted in the capsular bag, lens implant was sinking at 6'oclock portion. The iol was removed. A postoperative refraction was difficult due to corneal edema. According to the surgeon, the device did not cause/contribute to the event. There was no explanation provided. Additional information has been requested.